Event description:
The healthcare provider confirmed that the patient fell on her neurostimulator. The patient had a return of symptoms. The lead impedance measurements were checked and it showed the device was not connected properly. The neurostimulator and lead were explanted. The physician attempted to re-implant but extensive scar tissue prevented it. No surgical complications were reported.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp.